Manufacturer narrative:
(B)(4). Customer returned a non-true result meter; unable to confirm complaint. Most likely underlying root cause of malfunction:strip issue or/and user has high glucose value.

Event description:
The customer's wife is complaining of hi blood glucose test results on husband's meter. The customer's expected blood glucose test result range is not known by the customer, since the physician is attempting to regulate his blood glucose levels first. Medical attention is reported about a week prior to call ((B)(6) 2016) a result of the actual blood glucose results. The customer reported symptom of sleepiness, but this symptom is present all the time and therefore difficult to assess. The customer went to the hospital, where a blood glucose test was performed and the test results were 1100mg/dl. The customer is currently taking medication to manage diabetes. The customer provided that have had any recent changes to diet, (monitoring carbohydrate intake); and is communicating with the physician on a regular basis in regards to his blood glucose levels. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced test results of 414 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): hi mg/dl, (B)(6) 2016 03:57am fasting:no. 341mg/dl, (B)(6) 2016 08:12am fasting:no. 348mg/dl, (B)(6) 2016 04:42am fasting:no. 63mg/dl, (B)(6) 2016 02:12am fasting:no. Hi mg/dl, (B)(6) 2016 02:47pm fasting:no.